Event description:
It was reported that display not working in arctic sun device. Per sample evaluation results received via task on 16sep2024, it was reported that the manifold assembly was faulty, and water was not circulating in the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed manifold. The device was evaluated upon receipt. Manifold assembly faulty. Replaced manifold. Device passed functional check, calibration, est. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.